Manufacturer narrative:
(A2) age at time of event: 18 years or older. The complaint device was returned for analysis. A visual and tactile examination found the shaft of the device to be completely detached at approximately 41mm distal of the proximal markerband. A microscopic examination found the site of the detachment to be a clean break with no stretching present. Abrasions of the shaft were also noted proximal of the detachment site. The distal section of the shaft break, including the distal markerband, the tip and distal section of balloon material were not returned for analysis. A visual and microscopic examination identified that the balloon material had a complete circumferential tear located approximately 3mm distal of the proximal balloon bond. This type of damage is consistent with excessive force being applied to the device. The detached balloon material was not returned for analysis. A microscopic examination identified no damage or issues with the proximal markerband. The distal markerband and tip of the device were not returned for analysis. No other issues were identified during the product analysis.

Event description:
It was reported that balloon rupture, difficulty removal and surgery occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres, the balloon ruptured and was stuck in the vessel. The device was completely removed from the patient's body by surgery. No further patient complications reported and the patient's status was stable. It was further reported that separation occurred during surgery.

Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture, difficulty removal and surgery occurred. The target lesion was located in the arteriovenous fistula. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. However, during inflation at 5 atmospheres, the balloon ruptured and was stuck in the vessel. The device was completely removed from the patient's body by surgery. No further patient complications reported and the patient's status was stable.